Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that the patient was in a fill 1 of 6 when he decided to put him a stat drain. Patient contact stated that the expected drain was 1700 but the patient continued to drain up to 3181ml. The patient was advised to cancel treatment and to notify the clinic. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (unspecified) where 3181ml allegedly drained. This drain is 186% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 1706ml is 3071ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s clinic indicated that the patient completed treatment with continuous ambulatory peritoneal dialysis. The patient did not experience any complications and there was no medical intervention.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search found four complaints with allegations of scale reading error warning and operation questions within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The reported complaint symptom (iipv (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom (m65 scale reading error warning) was not confirmed. The reported complaint symptom code (uf questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. The reported complaint symptom code (operation questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There was a spot of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."